Event description:
During routine testing of the unit, the user found that it would not power up. There was no pt harm involved. The immediate cause of the problem was a blown fuse (f1) on assembly. It was noted that the magnets that are normally glued to the yoke of the crt were floating loose inside of the case. It is suspected that one of the two magnets had caused a short in some unknown location, which then caused the fuse to blow. However, this cannot be confirmed. There was no apparent reason for the magnets being loose. The event is not occurring more frequently or with greater severity than is usual for the device.